Event description:
There was no device failure or malfunction reported. The pt was undergoing an aortic valve repair/replacement procedure. During insertion of the endopulmonary vent catheter, the catheter pierced the right ventricular wall. A sternotomy was performed and the defect was repaired. The aortic valve repair/replacement was completed in standard fashion and the pt recovered uneventfully.